Event description:
This is a follow-up for the initially filed MDR 3011581906-2021-00077.

Manufacturer narrative:
9/26/2021: a distributor of infutronix provided follow up information on behalf the patient end user: "the patient will return the pump with attention to infutronix.." 10/5/2021: distributor of infutronix provided additional information: "patient instructed to return the pump but cannot confirm if they sent it back." 11/3/2021: distributor of infutronix provided additional information: "no more information available other than the earlier conversation." 11/12/2021: infutronix followed up with the distributor three times about the affected pump return status. No return information was received from the patient. The complaint will be closed as no device is returned. The reported issue could not be confirmed.

Manufacturer narrative:
Infutronix is waiting for the device to be returned for evaluation.

Event description:
On 10/04/2021, a distributor of infutronix reported the following on behalf of an end user: "pump delivered more medication then was expected for their therapy at home." Device operator was a nurse. Medication infused was unknown. A patient was involved but not harmed.